Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had an heart transplant on (B)(6) 2022 secondary to computed tomography angiography (cta) findings of an extensive thrombosis in the inflow cannula.

Manufacturer narrative:
Section b5: the patient's history of gi bleeding is reported under MFR #'s 2916596-2022-11957, 2916596-2022-11962, 2916596-2022-11979, 2916596-2022-11981, 2916596-2018-05082, 2916596-2022-11982, 2916596-2022-11983, 2916596-2022-11984. Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), revealed a tissue growth that partially occluded the inflow cannula. Additionally, a direct correlation between (B)(6) and the reported gastrointestinal (gi) bleeding could not be conclusively established. (B)(6) was returned assembled with the driveline severed approximately 4.5¿ from the pump housing. The distal end was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned attached to the pump inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. Examination of the inlet extension revealed a large, pink tissue-like deposition that was well adhered to and partially covered the proximal edge. The structure of the tissue growth suggested that it partially obstructed the blood flow path and that it had developed over an undetermined amount of time while the pump was supporting the patient. Although a specific cause for the tissue growth could not be determined, it did not contribute to a functional issue. Upon disassembly of (B)(6), visual inspection of the lumen of the inlet extension, the outflow conduit, and the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. After cleaning, the disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop. Retrieved data revealed power consumption and pressure values that met manufacturing requirements. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis and bleeding as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 (under "anticoagulation") contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that stated the patient was admitted for gastrointestinal (gi) bleed on (B)(6) 2022 and deemed to be a candidate for transplant following complications of recurrent gi bleeds. The cta findings were incidental findings while working the patient up to a transplant.